Event description:
The product was used during a lower anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the instrument without any pt injury.

Manufacturer narrative:
02/10/1999-supplemental report sent to FDA.